Event description:
Nothing significant happened, just one day I began feeling joint stiffness in my left knee. A few weeks later the stiff feeling spread to my right knee and then my left calf. Over the course of a year I had joint stiffness that spread all over my body, burning in the muscles, my feet and hands would turn purple and losing feeling. I often wake at night because my arms go numb. I get horrible vertigo and sometimes blackout for a few seconds. I have brain fog that comes and goes. I have digestive distress such as bloating and pain. I get horrible rashes all over my body and had an allergic reaction last year where I couldn't breathe. I almost lost four of my teeth due to extreme recession and was just told recently I need to have gum grafting done on two more teeth. I have also developed "pits" in a couple of my teeth indicating that may be rotting despite having impeccable hygiene. I also eat a very clean diet and remain physically active despite these ailments so this is all so strange. These symptoms are just the beginning and I have seen several doctors both western and eastern to try to find answers, but all labs come back with normal ranges. The answer I have is that my body is highly inflamed from breast implants these breast implants by allergan (natrelle) are detriment to my health and the health of others! I feel like they are killing me. I have three small babies, which I am so lucky to have and these implants are destroying my life. I was not made aware of any sort of "breast implant illness" when I got them. I was not aware that my life would be harmed like this. My children need a mother, they need me. I need to get these things removed and allergan along with all other implants (breast and otherwise) should be banned! These products are killing people and if they aren¿t "killing" people they are destroying lives! My children are suffering. My husband is suffering and I am suffering. I have a long list of symptoms and was diagnosed with osteoporosis with an unknown cause. Symptoms: heart palpitations, irritability, mood swings, irregular periods, fatigue, anxiety, achy joints/muscles, headaches, digestive issues, dizziness, tingling extremities, gum loss, bleeding gums, hot flashes, night sweats, clammy feeling, lack of focus, poor concentration, itchy/crawling skin, sore breasts (capsular contracture), hair loss, electric shock feeling, weakened fingernails. I have breast implant illness! FDA safety report ID # (B)(4).